Event description:
It was reported that the pt was being treated for a lesion found in the mid left circumflex. The lesion was predilated with a 2.5 x 8 mm balloon and a 3.5 x 12 mm xience v was deployed at 14 atmospheres. Post deployment a stent edge dissection was observed at the distal end of the stent, which required treatment with a 3 x 12 mm xience v stent. No additional event or pt info was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported dissection is listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to mfg, design or labeling and the treatment appears to be related to the operational context of the procedure.